Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report the following additional information was received: it was reported that prior to an interventional transaortic valve replacement (tavr) procedure, suture placement was attempted in the mildly calcified right common femoral artery using the preclose technique. Reportedly, a cuff miss occurred with five proglide devices. The arteriotomy was 6f. The sutures of two additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 16f. The tavr procedure was completed and the two successfully preplaced sutures achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported there was a venous sheath next to the arterial sheath during closing. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an interventional transaortic valve replacement (tavr) procedure, suture placement was attempted in an unspecified vessel with a proglide device using the preclose technique. Reportedly, a cuff miss occurred with five proglide devices. The sheath sizes used were not provided. The tavr procedure was completed. The method of achieving hemostasis was not specified. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.